Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the root cause of this event is a collision with a luminaire arm. Additionally the device was directly involved with the reported incident and was being used for treatment or diagnosis of the patient when the event occurred. The hospital technician immediately covered the operating area and the nurse sealed the open end of the suspension with a self-adhesive plastic sheath. The periodic maintenance program in the powerled operating manual instructs to check for any loose covers and caps. The user manual indicates that users should check for impacts marks or any other damages on the device.

Event description:
The customer reported that, during surgery, the rubber bumper of the ceiling suspension fell down. It did not fall on the patient or the operating field. There were no injuries reported. (B)(4).